Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer's blood glucose level was 130 mg/dl. The customer was assisted with the troubleshooting. It was also stated that the insulin pump had a damage. The insulin pump will be returned to the analysis.

Manufacturer narrative:
The device received open book or critical pump error after battery installation. The device received constant critical pump error alarm due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. The device received with cracked case on the back at the battery tube area and battery tube threads.